Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the white tissue pad was fallen off and the scalpel hard to coagulate during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t92295. Investigation summary the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand-piece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected; no anomalies were noted. There were no anomalies noted with the functionality of the device. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.